Event description:
Revision surgery - the pt was feeling pain and swelling in the knee. Components were too loose. Everything was taken out except the patella.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 4.7 years of pt use. There is no info reported about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report #7794 associated with this product for one piece with a scratch on the tibial insert which was dispositioned as scrap and not used in the lot. There are no indications of a product or process issue affecting implant safety or effectiveness. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue and implant selection. The 392-11-612 insert was replaced with a 360-11-108 ps insert, most likely for stability.